Event description:
It was reported that during offloading, a cot drop occurred. The user facility stated that this was a result of user error, and the device did not cause or contribute to the drop. It was additionally reported that a caregiver sustained an unknown injury as a result of the drop. Further information regarding the device model/serial number, and injury/treatment details are being requested from the user facility.

Manufacturer narrative:
The customer reported that the drop was due to user error, and have chosen to opt out of the device evaluation. The investigation is ongoing, and a supplemental record will be filed upon receipt of further information from the user facility.

Manufacturer narrative:
The investigation is complete, section h codes and the executive summary have been updated to reflect investigation results.

Event description:
It was reported that during offloading, a cot drop occurred. The user facility stated that this was a result of user error, and the device did not cause or contribute to the drop. The user facility opted out of device evaluation. It was additionally reported that 2 caregivers sustained unknown injuries as a result of the drop, and received physical therapy to treat the injuries.

Manufacturer narrative:
This record is being updated to include the device's manufacturing date.

Event description:
It was reported that during offloading, a cot drop occurred. The user facility stated that this was a result of user error, and the device did not cause or contribute to the drop. The user facility opted out of device evaluation. It was additionally reported that 2 caregivers sustained unknown injuries as a result of the drop, and received physical therapy to treat the injuries.